Event description:
Administering 250 ml levophed drip via infusion pump for several hours. Patient needed increasing amounts of levophed, constant recycling of the blood pressure cuff to achieve blood pressure goal. At midnight the levophed bag had around 200 ml left, after administering 40-50 ml since before start of shift. When a new bag/pump was started the blood pressure was much higher and on a lower dose of levophed.